Event description:
On (B)(6) 2009, a haemonetics sales rep returned an orthpat machine for service. No injury or reaction noted.

Manufacturer narrative:
On (B)(6) 2009, a haemonetics sales rep returned an orthopat machine for service. No injury or reaction noted. Upon eval of the device a blood spill was found. All contaminated and damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). Haemonetics (B)(4).